Event description:
It is reported that when the surgeon inserted the screw into the plate, the screw fractured approximately 3mm under its head and the shaft portion was left in the patient's body.

Manufacturer narrative:
This report will be amended when our investigation is complete.